Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The pump had malfunctioned repeatedly, although the specific issue was resettable. Technical support assisted the customer in resetting the malfunction and planned to replace the pump. The customer was not interested in obtaining an out-of-warranty loaner pump at the time and intended to discuss further options before calling back.